Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with the right atrial exhibiting low impedance loss of capture and loss of sensing. The lead was capped and replaced on (B)(6) 2016. No additional information was available.